Event description:
It was reported during surgery, both units malfunctioned on the same day. The first device malfunctioned which took place before the procedure, and they had to wait to delay the procedure about 5 minutes to go fetch another device. The second device was harvesting uneven skin graft. This took place during the procedure, there was no harm to the patient as they were able to use the grafted skin and there were no sutures required on the harvested site. They had to use another dermatome machine to complete the surgery. The patient was under general anesthesia. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2:foreign: south africa.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h9, h11. DHR was reviewed and no discrepancies related to the reported event were found. Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm, end cap, and screws were worn, the machined head, pins, and eccentric shaft were damaged, the screws were missing, and the device was out of calibration. The motor, reciprocating arm, end cap, machined head, pins, eccentric shaft, bearings, and screws were replaced and resolved the reported issue. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.